Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported customer inadvertently requested and delivered a 5 unit bolus. The customer's blood glucose ranged from 81-350 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.